Event description:
(B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Case #: (B)(4). Case subject: npi 8100 error code 200.5040. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer had been lent and 8100 from another facility, and was experiencing error code 200.5040 when connecting to their 8015's. Case resolution: informed customer this is most likely due to the firmware on the 8100. After flashing firmware to their facilities current version, error code cleared. Recommended performing preventative maintenance before placing in operation. Ended call.